Event description:
It was reported that the patient had inappropriate shocks due to oversensing. The patient was shoveling snow at the time of the event. This is the second time for inappropriate shocks for this patient. Technical services discussed some programming options for this system. There were no additional adverse patient effects. The system remains implanted.